Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Dexcom technical support advised the patient to reset the device on (B)(4) 2014. 6 patient did not report any injury or medical intervention at the time of contact with dexcom technical support.